Event description:
The patient reportedly used the suspect device to stick patient's third finger without the lancing device when checking blood glucose. Patient alleged that the area patient punctured for a drop of blood became red and swollen. Patient went to the hospital and received an antibiotic via an IV and they also soaked patient's finger in warm water to promote drainage. Patient was then given an antibiotic prescription and sent home. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.